Event description:
During the procedure the post dilatation caught on the transition on the hypotube and pulled the extension wire out resulting in the deflation of the occlusion balloon. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physiciain removed the stent delivery catheter and inserted a post dilatation balloon and dilated the stent. The physician removed the dilatation balloon and while removing the dilatation balloon caught on the transition of the hypotube and pulled the hypotube apart resulting in the occlusion balloon deflating. The physician completed the case and the pt is reported to be fine.